Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing were not reproduced in testing. Review of the event history log (ehl) found no significant evidence to support the customer-reported allegation of "battery issue". Review of the event history log (ehl) found multiple "improper shutdown!" Messages to support the customer-reported allegation of "giving off error message after infusion. Pump restarts after infusion". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off and back on without user input after the infusion completes. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.